Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported from 4 main that the nurse was rounding on the patient to decrease the tpn rate when the tubing set was found to be separated. Upon observation, it was found that the filter remained attached to the patient's PICC line and the tubing set was on the floor. The nurse flushed the patient's PICC line without difficulty. There were no adverse effects caused to the patient from the event.

Event description:
It was reported from 4 main that the nurse was rounding on the patient to decrease the tpn rate when the tubing set was found to be separated. Upon observation, it was found that the filter remained attached to the patient's PICC line and the tubing set was on the floor. The nurse flushed the patient's PICC line without difficulty. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Additional information provided in b.5. Patient demographics requested but not provided, however the customer stated that the patient was an adult patient.